Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the saw was heating up during a total knee procedure. The doctor used another handpiece to complete the procedure. There was no medical intervention required and no delay in procedure.